Manufacturer narrative:
The investigation confirmed the customer's calibration and qc data were ok. Based on the available information, there was no indication for a performance issue of reagent. The investigation reviewed the customer's alarm trace and discovered there were abnormal aspiration alarms on the date of the event. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered a clogged ise filter and cleaned it. The customer performed ise calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. The patient's initial na result was estimated to be 150 mmol/l, and the repeat result was estimated to be 140 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.